Event description:
Reporter alleged a discrepant blood glucose value of 227 mg/dl from the advantage system memory compared to a result of 1113 mg/dl on the same system that was recorded in the customers diary. The location of the testing was not provided. No actions were taken or treatment rec'd reportedly as a result. A requested was made for the return of the suspect device and replacement product was sent.